Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the primary line was programmed to deliver dilaudid 100 mg/100 ml at a rate of 3.6 ml/hr. The secondary line was programmed in the piggyback mode to deliver an unspecified concentration of ativan at a rate of 200 ml/hr. No further programming parameters were provided. On (B)(6) 2008 at 2230, the nurse reported that the pump alarmed. At this time, the nurse noted the primary and the secondary bags were both empty. The device was removed from clinical service. The nurse notified the physician and the dilaudid therapy was discontinued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.